Event description:
In 2004, the pt informed the MFR's rep of the following: infected port, pt states in 2004 pt had symptoms of fever, chills and dementia. Pt states port site hurts when accessed. Pt has been on antibiotics consistently for 4 months. Three days later pt phones, states test show infected port, coming out same day. States the port was placed in 2002 and not sure of actual date.